Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A review of the device history records for lot codes yhu75 and 1070167 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, swelling and discomfort.

Manufacturer narrative:
Update 7/27/15-pfs and medical records received. After review of the medical records for MDR reportability, this complaint is actually for the left hip. There is no new additional information that would affect the existing investigation. The complaint was updated on:8/20/2015.

Event description:
Update 7/27/15-pfs and medical records received. After review of the medical records for MDR reportability, this complaint is actually for the left hip. There is no new additional information that would affect the existing investigation. The complaint was updated on:8/20/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.